Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 470 mg/dl. The customer was treated with manual injection and insulin pump for high blood glucose level. Based on customer report customer was not alleging insulin pump was under delivering. Customer also reported that insulin was exited at the qr. Customer passed the displacement test. Customer declined to performed high pressure test. Self test was passed for low-stacked insulin using needles. The insulin pump will not be returned for analysis.